Manufacturer narrative:
The ge healthcare service representative performed a checkout of the system and confirmed the reported issue. A lubricant was added to the o-rings to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that during patient use, high fico2 was noted. There was no report of patient injury.